Manufacturer narrative:
(B)(4). Product analysis: visual review confirms rod breakage. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Significant fracture surface smearing is noted. Microscopic examination of the undamaged portion of the fracture surface identified a quasi-brittle fracture with directional river lines and no indication of cyclic fatigue. Dimensional examination of the rod diameter confirms the rod diameter is within print specification. Rod chemical,mechanical, hardness, and grain structure properties verified by independent 3rd party inspection. After visual, optical, microscopic and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The above observations are consistent with overload of the implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: this device is not approved for sale in us but a similar device with catalog # 1606200500, 510k# k131321 and UDI# (B)(4) is approved for sale in us.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with degenerative lumbar scoliosis underwent posterior spinal fusion at th8/il. Post-op, the rod was found to be broken. The patient complained of low back pain after the rod breakage. Additional surgery for replacement of rod is performed as a result of this event.